Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer were hospitalized due to low blood glucose. The customer¿s blood glucose level was 37 mg/dl, 250 mg/dl and 341 mg/dl. The insulin pump will not be returned for analysis.